Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 03december2020: the procedure was a left heart catheterization and a 6fr cordis sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. There was less than 250cc of blood loss.

Manufacturer narrative:
Explanted date: device was not explanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient was in stable condition. The procedure outcome was successful. Additional information was received on 05november2020: it was reported that a 6f evolution clicked, and clicked, and then on the pull back, it felt like that something popped in the device. It was not the standard nice slow pullback with immediate hemostasis. Nothing popped out of the body and they cut the string as usual, but had immediate failure and bleeding. They felt that the mechanism that pushes the collagen plug to the arteriotomy failed. Unfortunately, his blood pressure was a 190 and act was 250. The patient did ok overall.